Event description:
It was reported that the catheter handle had white stains present. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation a farawave catheter was used. While the catheter was being prepared prior to insertion white stains were observed on the handle surface. The handle was wiped down, reducing the size of the area affected by the stains, and the catheter was deemed fit for use. The procedure was completed with no patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.